Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged pump error 3, pump error 54, pump error 63, and rewind anomaly found on (B)(6) 2021. Device passed the self-test, displacement test, rewind test, basic occlusion test, force sensor test and occlusion test, however failed the prime/seating test. No pump error 3, pump error 54, nor pump error 63 alarms noted during testing, however, pump error 3 confirmed in the history file on (B)(6) 2021 at 3:23. Pump error 54 confirmed in the history file on (B)(6) 2021 at 3:23 due to a software error. Pump error 63 was found in the history file on (B)(6) 2021 at 3:48 and 3:51 and (B)(6) 2021 at 10:48, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 5 and pin 6. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Motor was taken to the test bench where it rewound with no errors or alarms noted. Force sensor zero offset within specification (22.3mv). The following were noted during visual inspection: cracked retainer, cracked case on corner of belt clip rails, pillowing keypad overlay, partially detached retainer, cracked battery tube threads, cracked case above arrow and battery icon, and cracked keypad overlay. In conclusion, customer allegation of pump error 63 confirmed with ambient light failure (variable 3) where traces of u1 on the keypad assembly were examined and found broken trace at pin 5 and pin 6. Pump error 54 alarm confirmed due to a software error. Pump error 3 was confirmed. Customer alleged for rewind anomaly was confirmed due to pump error 3 alarm. Prime/fill anomaly was confirmed due to failure of prime/seating test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they did not received rewind of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.